Event description:
The fse reported that there was an intermittent overload fault error message. This error causes the system to shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube and the high voltage cable. The system operates as intended.